Event description:
The customer reported a leak. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the objective lens adhesive was peeling. This report is being submitted for the malfunction found by service during the device evaluation [adhesive peeling].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the adhesive was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service confirmed the device was leaking due a cut in the universal cord. A leak was observed due to a crack in the light guide connector. A leak was observed due to a crack in the video connector and video connector case. The bending rubber adhesive was chipped. The light guide connector index was peeling. The paint on the forceps elevator lever was peeling. The bending rubber had scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.